Event description:
While on the line with technical support, customer discovered missing segments on the aviva meter display. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.